Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting differences between his sensor glucose readings and blood glucose levels. His sensor showed 43 mg/dl, but his meter showed 101 mg/dl. He calibrated and a few minutes later, the sensor showed 136 mg/dl, and now it's back down to 78 mg/dl. The sensor graph is now trending in the same direction as the blood glucose. Customer called in the next day, stating his sensor was showing 122 mg/dl, but his actually blood glucose level was 226 mg/dl. A half hour earlier, the sensor read 45 mg/dl with a down arrow and his meter read 174 mg/dl. Customer stated the insulin pump read calibration error. The sensor is a little over two days old. It was inserted in the abdomen. The alarm occurred shortly after performing a find lost sensor. Customer appears to be following proper sensor and calibration methods. He was advised to monitor the issue and upload to carelink if possible. Replacement sensors were sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.